Event description:
It was reported that the product sticks shortly after sticking together and then peel off.

Manufacturer narrative:
Investigation results: we have now completed out investigation into the reported issue. The returned sample was subjectively tested on human skin and the adhesive strength was found to be acceptable. The dressing remained in place and pulled up skin when it was being removed therefore showing a good level of adhesion.  A review of the associated batch records was carried out.  This review confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. There was no patient harm /injury due to the issue.  All product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.